Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in damaged condition. The device was powered up and alarmed ec1230 which is a corruption of the ram memory of the circuit board. The software will be re-loaded to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed error 1230. There was no patient involved.